Manufacturer narrative:
.

Event description:
Unexpected patient event reported to the uki tech helpline, dn reported patient actively bleeding during renasys go therapy. Called for advice regarding this situation. Patient seemed well, blood loss estimated at around 150ml.